Manufacturer narrative:
The ipg and leads passed all the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient reported the implant caused various symptoms. The physician does not believe the symptoms were related to the device, however, the patient states the device caused her legs to swell and caused pain at the hip area near the ipg site. The physician explanted the entire system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient reported the implant caused various symptoms. The physician does not believe the symptoms were related to the device, however, the patient states the device caused her legs to swell and caused pain at the hip area near the ipg site. The physician explanted the entire system.